Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed loss of capture (loc) during atrial flutter ablation procedure. This device was programmed to off-electrocautery mode for voo pacing. A boston scientific technical services (ts) consultant discussed that when the device is in electrocautery mode and see an external power source, the device paces at sub threshold levels. The patient was pacemaker dependent. Additional information received from the field representative indicated that loc resulted in greater than two seconds of asystole. This device was re-programmed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients. The returned device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Additional information was received, which indicated this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned for analysis. No adverse patient effects were reported.